Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# j0417884v, implanted: (B)(6) 2014, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient reporting that their implantable neurostimulator (ins) was removed sometime in 2014 at toledo hospital by doctor (B)(6). The patient stated that the ins was removed because there was pain at the ins implant site and the leads had moved causing the ins not to cover the pain it was implanted for. Indication for use is failed back syndrome-other.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.